Manufacturer narrative:
The reported 2.4 x 381mm drill tipped passing pin, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 1 3/4 inches of the distal end (drill tip) has been broken off. The passing pin is bent and is scored in multiple places along its length in a circular fashion. Dimensional inspection of the guidewire found it met print specification. The condition of the guidewire indicates it was subjected to excessive forces resulting in its failure. Per the devices IFU 1061352 under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H10. H3, h6: the reported 2.4x381mm drill tipped passing pin, used in treatment, have not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the passing pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the passing pin during use. Bending the passing pin during placement. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a crossed anterior knee ligament surgery, a pins passing drill broke when it was passed through a tibial and femoral bone; steel threads with a loop to allow passage of the bone suture threads. It is unknown if there was a backup device available. The surgery had a delay of 2 hours due to the metal debridement of the joint. The device had to be removed from the knee with open surgery. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.